Event description:
A customer called steris to report the emergence of small black particles from one of their scopes after processing in the steris system 1. Steris conducted an investigation into the report of the black particles and discovered during the course of the investigation that the facility was processing their scope in a manner not in accordance with steris' operators manual and quick connect instructions for use.